Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has been a non-user of the device on this side for a few years due to reports of poor sound quality. Use had been very inconsistent user on this side. The patient was re-implanted on (B)(6) 2018. According to the device explant report form, there were visible implant damages on the electrode lead and reference electrode before the device was removed.

Event description:
The recipient has been a non-user on this side for a couple years due to reports of poor sound quality; the user has been a very inconsistent user on this side but did receive benefit from the device after implantation. As per additionally received information, the recipient had a hard time adjusting to this side and did not like the sound quality in compare to the contralateral device. He is a sequential bilateral implanted patient and has always preferred his first side to this one. Also the user has always been very sensitive to any changes with his map or external equipment. There is no concern of retro cochlear pathology. No other medical history to contribute to the poor sound quality from this ear. The clinic has never had concerns of device malfunction and feel his inconsistent device use may be the main reason he had poor sound quality and became a non-user. The patient was simultaneously explanted and re-implanted on (B)(6) 2018. According to the device explant report form there were visible implant damages on the electrode lead and reference electrode before the device was removed. Reportedly, the recipient is doing well since re-implantation. Programming adjustments have been successful in improving sound quality.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. The investigation showed that the electronic circuit is functional. The electrodes show damage that is most likely attributable to the explantation surgery. Based on the recipient report the reason for the reduced benefit for the recipient seems to be non-device related. This is a final report.